Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 4fr solo PICC was removed (B)(6) 2020 as leaking and fractured at 7cm with visible kink (inserted for chemo (B)(6) 2020; 49cm and 10cm out; right bas).